Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet due to entry of an incorrect pairing code and attempts toggling between g6 and g7 sensor types, which resulted in no cgm data reaching the ilet and elevated blood glucose. Symptoms included hyperglycemia up to 349 mg/dl without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no alarms or alerts. Investigation included phone-based troubleshooting and education, confirmation of the incorrect pairing code, guidance to select the correct sensor type, and direction to wait before reattempting pairing. Investigation of this case revealed a user pairing error with incorrect code entry and sensor type selection leading to failure to establish cgm-ilet communication. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and configuration.